Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device displays "abnormal energy delivery" message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device displays "abnormal energy delivery" message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section b3 event date of initial MDR indicates: 05/08/2025. Section b3 event date of initial MDR should indicate: 04/01/2025. The customer confirmed that there was patient involvement in the reported event and provided additional patient information. The record has been updated accordingly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device displays "abnormal energy delivery" message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.